Event description:
The hospital nurse reported after prepping for treatment, the nurse took the bag which was in the protection bag. The set was already broken and the drug leaked in the bag and contaminated the nurse. The customer provided a picture for the investigation. The picture showed the leak but no sample available for further investigation to determine the exact location of the leak. No retain testing or production document investigation could be performed due to the batch number being unknown.

Manufacturer narrative:
(B)(4).